Event description:
Ous MDR - after an implant duration of about 4 months oversensing was reported. No adverse pt side effect have been reported. The whole system was replaced. Biotronik has no info about the associated devices.